Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's allegation of error code e200 (light source broken down) was not confirmed. Based on the results of the investigation, the root cause of the reported malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an error code e200 (light source broken down) on the display and sound was also coming from inside the unit. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm. The procedure completed with same equipment.